Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement for normal eri, suspected insulation abrasion of the sensing/pacing portion of the lead due to lead friction to the ICD can, was observed. That portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains implanted.

Manufacturer narrative:
(B)(4).